Event description:
Patient contacted dexcom technical support on (B)(4) 2015 to report intermittent vibration that occurred on (B)(4) 2015. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4) the complaint device was returned for evaluation. The device passed exterior visual inspection and the vibration drop test. A review of the receiver data log found no errors related to the incident. Global receiver functional testing resulted in no failures related to the customer complaint. The reported fault could not be reproduced. The customer complaint could not be confirmed